Manufacturer narrative:
The subject capsule endoscope was not returned to olympus medical systems corp.(omsc) for evaluation. The serial number of the subject device was not reported to omsc. Omsc checked the device history record of all devices that was delivered to this facility, and there was no irregularity found. Based on the investigation result, omsc surmised that the subject device did not have any abnormality. Omsc surmised that this event was caused by the condition of the patient, the peristalsis was slower than normal. The maj-2028 instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed the following information. For the small-bowel capsule endoscopy, the facility gave the capsule endoscope to the patient. But the capsule endoscope did not move through immediately, and stayed at the patient's esophagus. The facility retrieved the capsule endoscope with the endoscope and the snare. At a later date, the facility re-performed the capsule endoscopy, and completed the procedure without any abnormality.